Event description:
Co rec'd a complaint pertaining to the amplicor hiv-1 monitor test, v1.5. The customer reported that the hiv titers in the standard and ultra sensitive sample preparations did not correlate. Review of info contained in the complaint resulted in the determination by co. That potentially erroneous results could be obtained if the customer report is confirmed.

Manufacturer narrative:
Co is performing investigations with clinical samples of known pedigree to determine if the customers observations are valid. However, as of the writing of this report, roche has not confirmed the customer's allegation.